Event description:
It was reported that a small volume intermate had ruptured. The device was filled with 100ml of tazocilline. The event occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured january 30, 2014-february 5, 2014. The device was received for evaluation. Visual inspection revealed that the reservoir had ruptured. Microscopic investigation also noted a marking located on the exterior surface of the bladder was observed near the rupture line. The reported condition was verified. The assignable cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.